Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer noted a crack/missing plastic piece on pump casing. Customer reverted to previous pump. There was no impact to customer's blood glucose level.